Event description:
It was reported that this patient experienced a possible oversensing due to electromagnetic interference (emi). The patient had symptoms of dizziness and felt lightheaded. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this patient experienced a possible oversensing due to electromagnetic interference (emi). The patient had symptoms of dizziness and felt lightheaded. The device remains in service. No additional adverse patient effects were reported.